Manufacturer narrative:
The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker declared elective replacement time (ert) earlier than expected. There were also oversensed noise due to suspected lead-on-lead or lead-on-can abrasion. This was supported by decreased impedances, decreased sensing and increased thresholds. No adverse patient effects were reported. The device was explanted and the leads were capped due to confirmed clavicular/first rib crush.